Manufacturer narrative:
Account found a defective weld on the brake caster stem. Weld broke on the base frame. The account replaced the base frame to resolve the issue.

Event description:
Account alleged the left front brake caster stem weld was broke on the base frame. No injuries.